Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence. Upon review of the complaint/event, it was determined that a reportable event had not occurred.

Event description:
It was reported that on (B)(6), 2021, the patient was hospitalized due to appendix malignant tumor, and the nurse used the device to inject chemotherapy drugs in accordance with the doctor's advice. When preparing for injection, the nurse found that the catheter was prefilled with a small column of water, making it difficult to pump back. The nurse thought the catheter was interfering with treatment. A new catheter was replaced and the treatment was successfully completed. According to the response of the use department, it is difficult to pre-wash and pull back the catheter, and the use is not smooth enough, which may affect the treatment.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on (B)(6) 2021, the patient was hospitalized due to appendix malignant tumor, and the nurse used the device to inject chemotherapy drugs in accordance with the doctor's advice. When preparing for injection, the nurse found that the catheter was prefilled with a small column of water, making it difficult to pump back. The nurse thought the catheter was interfering with treatment. A new catheter was replaced and the treatment was successfully completed. According to the response of the use department, it is difficult to pre-wash and pull back the catheter, and the use is not smooth enough, which may affect the treatment.